Event description:
A female underwent right knee patellofemoral resurfacing for right knee patellofemoral osteoarthritis in 2006. A size small, plus 3-peg rotating cemented patella was implanted. She was discharged home three days later. She presented to the surgeon's office the following month, with swelling; x-rays showed well-anchored prosthetic components and mild lateral patella tilt. In 2007, pt presented to the surgeon's office with acute synovitis and effusion, unrelated to activity; x-ray showed moderate-sized joint effusion and mild productive change of the medial joint compartment. Synovitis was limiting the pt's bending movement. A 130 cc synovial fluid was aspirated. Pt was seen on the following month after having dislocated her right patella while doing a photographic shoot; she relocated it herself. The dislocation was presumed related to the fluid and swelling in the knee. Due to concern regarding continued swelling, the surgeon looked at the the previous month x-ray again and noted metal radiographic tracking rings in the patellar, polyethylene component, which implied that the patellar component had dissociated (confirmed with late 2007 surgery). On the same day, the pt underwent revision of the patellar component (to nex gen 35-mm patellar button) and right patellofemoral arthroplasty. As complete a synovectomy as was possible, was completed. The depuy 3-peg cemented patella component was submitted for pathological eval, along with soft tissue sample. The pt was discharged home three days later. In early 2008, she once again was noted with swelling. No fluid could be aspirated. She was hospitalized four seventeen days, and underwent I&d for hematoma. She presently, has enlarged lymph nodes (groin and abdomen) consistent with metallosis and is seeing an orthopedic specialist at the clinic, and an expert on metallosis. She also continued with physical therapy and pain management.